Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, while sleeping, the patient had a seizure. The patient's spouse called an ambulance for transport to the hospital. En route, the cgm was reading 200 mg/dl while the bg was 20 mg/dl. The patient was treated with an unspecified IV seizure medication and glucagon. The patient was observed for 12 hours before being discharged home. At the time of the report, the bg was 174 mg/dl and the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.